Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that 2 gamma nails broke. Nail broken at position of screw, additional pi with 2nd broken nail was entered.

Manufacturer narrative:
Device was returned. The evaluation revealed the broken nail to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail was documented as faultless prior to distribution. Physical examination revealed no deficiencies in the undamaged areas. The evaluation revealed that the nail broke most likely in a fatigue fracture after an unknown period of implantation. According to found damages the fatigue fracture had its origination in the anterior web at lateral. In this area significant material damage had weekend the web caused by misaligned drilling with the step drill; which presents an unintentional use error. Significant material deformation incl. Material seizing (bearing points) of the medial edge of the proximal drill hole was most likely caused by increased axial loading during the implantation period; which is considered as patient behaviour related. General aspects: a nail will be subject of a fatigue fracture if the stresses on the implant are too high or not considerably reduced during the period of implantation. The affected implant is designed to withstand the normal loads during the implantation period, i.e. The implant must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing. This state must be achieved within a medically recognized period (confirmed by scientific analysis about 6 months) in such way, that the bone strength allows significantly increasing discharge of the time-fixed implant material. In case that such a situation does not occur, exceeding of the fatigue strength is to be expected and thus quite predictable complications. In this case the nail broke in an area where the material had been weakened significantly by intra-operative misaligned drilling which was considered as user related. Referring to additional material damage in and around the bearing points inside the proximal drill hole it could not be excluded that increased axial load during the implantation period. This would be considered as patient related. Remarkable was the fact that the nail had been distributed in mid of june 2005 as a sterile product. In such a case the expiry date was mid of 2010. Consequently, and referring to the alleged date of event of (B)(6) 2016, the nail had either been implanted for more than 6 years (expired in mid of 2010) or it had been reprocessed after mid of 2010 but had most likely been implanted for more than 12 months. However, a real date of implantation was not provided. Further, the course of bone healing could not be determined. Based on the above the nail breakage was not linked to a deficiency of the device, but was mainly user related, most likely contributed by the patient¿s load application. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified. The event was not linked to a deficiency of the device.

Event description:
It was reported that 2 gamma nails broke. Nail broken at position of screw, additional pi with 2nd broken nail was entered.